Event description:
Reporter alleged blood glucose measured 286 mg/dl compared to a lab result of 81 mg/dl when testing was performed within 10 minutes. It was stated customer did not have any glucose symptoms that were high or low at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.